Event description:
It was reported that the fiber cap broke at 75,600 joules used with 10:00 minutes in time expended. The fiber tip was cleaned during the procedure. The procedure completed with the second fiber with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed no fiber cap/tip breaks observed. However, fiber body break was observed. The fiber is broken within the white tubing at 33 cm. From the input connector, between input connector and control knob. The outer sheath exhibits no signs of melting. Based on a thorough review of the reported complaint, the most probable cause for the observed fiber body break was considered cause not established was assigned to this investigation.

Event description:
It was reported that the fiber cap broke at 75,600 joules used with 10:00 minutes in time expended. The fiber tip was cleaned during the procedure. The procedure completed with the second fiber with no clinical consequences to the patient.